Event description:
It was reported that the patient was found in ventricular tachycardia / ventricular fibrillation and unresponsive by paramedics in home. High voltage external shocks were applied, and patient was admitted into the emergency room. The patient was unresponsive but paced with diaphragmatic stimulation. The pacer was found in back-up vvi, and when attempting to download a device image, the image was corrupted. The high voltage function of this device could not be verified. A device replacement was suggested, but due to patient condition, this is unlikely to happen. The device was restored with a download to allow for bradycardia pacing. This also resolved the diaphragmatic stimulation. It was also noted that the high voltage lead impedance and the atrial lead impedance dropped below acceptable levels.